Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.

Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair procedure, the surgeon was unable to load the 2nd fastener onto the applier; thinks that there is something wrong with the applier. At this point the surgeon chose to perform a partial menisectomy for remedy.